Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had a myocardial infarction (mi). The target lesion was located in the proximal to mid left anterior descending artery (lad) with 77% stenosis and was 20mm long with a reference vessel diameter of 2.98mm. The physician treated the lesion with pre-dilation and placement of a 3.00x24mm promus element stent, with 0% residual stenosis following post-dilation. On the next day post index procedure, the patient had elevated troponin value and ECG suggested a non q-wave myocardial infarction. No ischemic symptoms were observed and no action was taken to treat this event. The subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).